Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image of the monopolar curved scissors (mcs) instrument is consistent with the alleged issue of detached metal from the carbon shaft, a torn cable, and detached carbon shaft from the white proximal housing.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the monopolar curved scissors (mcs) could suddenly no longer be moved. After removal of the instrument, it was observed that the carbon shaft detached from the white housing. The tip of the instrument also detached from the shaft and at least one cable was broken. The procedure was completed with no patient harm. The issue caused a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 06-jun-2024: when removing the tip cover (outside of the patient to check the cables intraoperatively), the entire anterior metal part detached from the carbon shaft. During this intraoperative check, it was also found that the carbon shaft had also detached from the white proximal housing. A torn cable was also seen. The instrument was visually inspected before use. No abnormalities or damage (cables, loose parts, etc.) Were found. The procedure was completed with a replacement instrument. No injuries occurred in this event. Neither to the patient nor to the staff or user. No fragments fell into the patient at any time. Pictures or videos of the procedure could not be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have 3 out of 4 broken grip cables segments at the grip hub. The cables were fully broken, except one was found to be frayed. Additional related observation(s) states that the instrument had a broken distal pitch cables at the clevis hub. One of the broken cable segments that contains the crimp was missing from the clevis. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument also exhibits a dislodged proximal clevis. Due to the breakage of the grip and pitch cables, the proximal clevis and the main tube have become dislodged. No damaged was observed. The components surrounding the dislodged clevis did not exhibit abnormal sharp edges. The complaint was confirmed by failure analysis.